Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not get the system to fail, possible weak batteries at the time of failure. He performed functional checks, system operating as intended.

Event description:
The customer reported the a film error displayed on the system.